Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently filled the cartridge with 200 units of insulin, and subsequently experienced resistance with multiple cartridges. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the cartridge with only approximately 200 units of insulin loaded.